Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. Follow-up narrative: this supplemental report is being submitted to update the event problem and evaluation codes and to provide additional manufacturer narrative. The device was not returned but the savelogs were reviewed and it was found that the root cause of the triple images is an initialization issue when the transducer is selected, which occurs roughly (B)(4) probe initializations. The interim solution would be to look for the triple image when the transducer is selected, which can be done by pressing a finger on one end of the transducer, and making sure the image is as expected, i.e. You can see one finger on the image. This issue was resolved in (B)(4). Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.

Event description:
It was reported that the 18l6 transducer generated a triple image artifacts during a breast examination. The transducer was replaced with a 9l4 transducer to continue and complete the examination. There was a delay of ten minutes while the replacement transducer was obtained. There was no loss of data and there was no patient adverse event reported. No additional information was provided.